Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the first level investigation unit, it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.